Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent altitude alarms occurred. The customer's blood glucose level was in the 230's mg/dl. Reportedly, the customer was ultimately able to clear the alarms and resume insulin delivery. Reportedly, the pump would continue to be used for insulin therapy however the customer also has manual injections available.